Event description:
Treatment of an unruptured fusiform aneurysm located in the cavernous segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 35mm) did not fully oppose the vessel wall and required balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperform 4 balloon to achieve full wall apposition. Post procedural angiography showed slow flow into the aneurysm. The patient was reported to be doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded.(B)(4).